Event description:
It was reported that the patient with this inflatable penile prosthesis had the device replaced as the cylinder tubing had worn to the connection of pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, leak and pressure tested. Microscopic evaluation revealed that their outer tube had holes from the kink resistant tubing (krt) in the proximal end of their bodies. Both cylinders passed leak and pressure tests. The pump was microscopically inspected, leak and functionally tested. The component's krt had a hole from fatigue that led to a leak; in addition, the pump did not pass functional examination due to failure of the activation test. The reservoir was visually inspected and tested for leaks. A leak due to a hole in the krt was identified, consistent with sharp instrument damage. Based on the information available and analysis results, the hole identified in the krt of the pump could have caused or contributed to the reported clinical observations

Event description:
It was reported that the patient with this inflatable penile prosthesis had the device replaced as the cylinder tubing had worn to the connection of pump. No patient complications were reported.